Manufacturer narrative:
Product analysis: analysis of the programmer as unable to confirm the customer comment of a touch screen malfunction, no fault found. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a touch screen malfunction. The programmer was returned for service. There was no patient involvement.